Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with tvh, bso, anterior and posterior colporrhaphy and cystoscopy due to sui, postmenopausal bleeding and symptomatic pelvic relaxation. It was reported that the patient underwent fascial sling cystourethroscopexy and right digit 2 sympathectomy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that the patient underwent fascial sling urethropexy on (B)(6) 2006. It was reported that the patient underwent dressing change and wound debridement under anesthesia on (B)(6) 2006 for wound infection with infected hematoma status post fascial sling cystourethropexy. It was reported that the patient underwent secondary closure of wound dehiscence on (B)(6) 2006. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced overactive bladder.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency, frequency syndrome, recurrence of stress incontinence.